Manufacturer narrative:
Based on the date code product was manufactured with the original design. The connection between the carbon heater wire and the copper electrical wire may become loose due to excessive flexing, misuse or use beyond that recommended in the labeling. The conditions has been duplicated in a lab under excessive abuse testing. The product has been redesigned and improvement implemented.

Event description:
Customer reported heating pad burned a hole in the pad and mattress. No injuries reported.